Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was unknown. Customer to hold down act until they receive 2nd series of beeps and/or numbers appear on the display. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to confirm prime/fill anomaly and unable to perform any tests due to missing segments/partial display.